Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. The pulse generator was in backup operation with product code intact as received. With a new battery, normal function ensued. The implant duration n was 2.66 years, which did not exceed 75 percent of the device's nominal longevity. No representative field settings were received.

Event description:
This report is to advise of an event observed during analysis.